Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer did not boot up and the screen was black. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard drive was re-imaged which corrected the issue. The software was then re-loaded then the programmer passed final testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.